Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, the reported slda per the physician is related to friable anterior leaflet and is therefore related to patient conditions. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, friable anterior leaflet, and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve without issues. A second mitraclip xtw was inserted and deployed on the mitral valve. However, following deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a third mitraclip was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and the clip detached from the anterior leaflet and remained attached to the posterior leaflet. (Slda). Anterior leaflet damage was observed. The procedure was discontinued. The mr remained at a grade 4+. The patient was transferred to mitral valve replacement and remained hospitalized.